Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. The reason for call was pt mentioned they "did not know what was happening" but their implanted neurostimulator(ins) was not holding a full charge like it should be holding a charge. Pt mentioned they had to charge their ins every day. Pt said they had charged 24 hours ago, but the ins battery was already depleted. Pt mentioned they do not change their setting and kept their setting pretty much the same. Pt mentioned they had been in a lot of pain recently and their back was hurting them all the time. Pt mentioned they had charged tuesday and the ins took forever to charge. Pt said issue had started about a month ago. Pt said the ins was depleting really fast. The patient was redirected to their healthcare provider to further address the issue. Pt's implanting hcp was dr. (B)(6). Pt mentioned they did not have adaptive stim enabled on their controller. Redirected caller: patient's hcp.